Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that there was an insulin leak. The customer stated that the insulin pump was wet with insulin from the piston. Nothing further was reported.